Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited low, but in-range, pace impedance measurements in addition to high pacing thresholds and pacing inhibition resulting in a heart rate of 30 bpm. Suspecting a lead fracture and insulation damage, a revision procedure was performed wherein this lead was surgically abandoned and a new rv lead implanted. Lead measurements were confirmed via psa during revision as was the suspected fracture and insulation damage by visual analysis. It was noted that difficulty was encountered placing the new lead due to existing leads. The existing pacemaker was also explanted and replaced at that time. No additional adverse patient effects were reported.